Event description:
It was reported that this left ventricular (lv) lead was explanted due to an ongoing hematoma. This was the second attempted for evacuation of hematoma and pocket revision. The lead was functioning within normal limits. The physician had opted to remove the whole system for the tissue to heal and reduce risk for infection. Subsequently, the patient will be discharged with a life vest until the new system will be implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The outer insulation integrity failed as lumen was damaged/breached. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an ongoing hematoma. This was the second attempted for evacuation of hematoma and pocket revision. The lead was functioning within normal limits. The physician had opted to remove the whole system for the tissue to heal and reduce risk for infection. Subsequently, the patient will be discharged with a life vest until the new system will be implanted on the right side. No additional adverse patient effects were reported.